Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the rf head had intermittent telemetry that is repaired by replacing rf head cable. It was also noted that the rubber portion of rf head label was gone.

Event description:
It was reported the rf (radio frequency) head was non-functioning. The rf head was replaced. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.